Event description:
It was reported that the sleep/wake button on the ilet bionic pancreas was intermittently unresponsive for three days, with no visible damage and clean, dry conditions noted; a firmware update was performed and the device functioned afterward. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy requiring medical care and no alarms. Investigation included technical support review and software assessment. Investigation of this case revealed that the device responded after a firmware update, indicating a potential software-related performance issue. It was concluded that the event was related to a device performance issue resolved through software update, with no patient harm. The user was advised to monitor and report if the issue recurs.